Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the pump tube. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the pump tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and the leak test. The pump failed activation tests 2 and 3. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the reason for mechanical issue was most likely determined to be pump activation issue from the functional test performed and the analysis of the available information based on the information available and analysis results, analysis was able to confirm the reported clinical observations.